Manufacturer narrative:
The mtm was returned for failure analysis investigation. Failure analysis was unable to reproduce the system error code during functional testing; however, a review of the site's system error logs confirmed the reported issue. The axis 6 motor will be replaced as a precaution for the reported complaint. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted colectomy procedure, axis 6 on the right master tool manipulator (mtm) faulted with an error code. The intuitive surgical, inc. (Isi) technical support engineer instructed the customer to hit the emergency stop button and exercise the right mtm. The customer was able to recover but once again the system faulted. The customer removed the instruments, powered down the system, cycled the breaker on the surgeon side console (ssc), and powered the system back on, however, the issue persisted. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There has been no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to confirm, via system logs, the error had occurred. The fse replaced the right mtm to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).